Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. The photo sample was evaluated upon receipt. The patient was cooled to 36c until approximately 19:30, when rewarm started from 36c. At this point, water temperature rose, attempting to raise pt to target temp, however the patient was not heating as expected. At approximately 23:30, rewarm was stopped and the water temp spiked as the patient temp was dropping below target. This caused an overshoot, where the patient temp then rose through approximately 1:30, where cold water slowed the patient heating, and they went back towards the target. At multiple times from approximately 3:45 to 6, the target temperature was changed by the user. Per follow up information therapy completed on the same device. They have kept the device in service. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. Correction: a,d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the patient has been rewarming overnight and was still at 36.1c in an arctic sun device. Water temperature (wt) was cold earlier in the shift and nurse was concerned that should change the device. Explained the water temperature was the result of the patient temperature, target temperature, and rate (if applicable). Water temperature (wt) was 36c, flow rate (fr) was 2.5lpm, patient 94kg with large pads well covered per nurse, bair hugger in use, two temperatures correlating, no alerts or alarms in event log, nurse confirms meds given around midnight, rewarm tab read, from 36.1c, to 37c, rate 0.5c/hour. Asked for copy of screenshot (see attached). Reviewing this image, it was possible that there was an overshoot around midnight and rewarm was started over. It appears the target was changed again around 4am. Recommended making no other changes to the device and allowing it to continue running as was. Screenshot says the device was still in rewarm and target temperature was now set to 38c. Advised could replace the device and have biomed calibrate if feels uncomfortable using it for therapy at this time. Per follow up information received via task on 13nov2025, spoke with charge nurse who confirmed therapy completed on the same device. The nurse educator came to the unit to check the functionality of the device and also reviewed the screenshot they had sent to the helpline and believed the overshoot was patient-related and not due to the device. They have kept the device in service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the patient has been rewarming overnight and was still at 36.1c in an arctic sun device. Water temperature (wt) was cold earlier in the shift and nurse was concerned that should change the device. Explained the water temperature was the result of the patient temperature, target temperature, and rate (if applicable). Water temperature (wt) was 36c, flow rate (fr) was 2.5lpm, patient 94kg with large pads well covered per nurse, bair hugger in use, two temperatures correlating, no alerts or alarms in event log, nurse confirms meds given around midnight, rewarm tab read, from 36.1c, to 37c, rate 0.5c/hour. Asked for copy of screenshot. Reviewing this image, it was possible that there was an overshoot around midnight and rewarm was started over. It appears the target was changed again around 4am. Recommended making no other changes to the device and allowing it to continue running as was. Screenshot says the device was still in rewarm and target temperature was now set to 38c. Advised could replace the device and have biomed calibrate if feels uncomfortable using it for therapy at this time.